Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation: the device is not available for analysis. No thorough investigation can be performed. The x-ray picture received confirmed the catheter disconnection and migration on (B)(6) 2016 without given any information on its root cause. Conclusion: without the involved device no conclusion can be drawn concerning the cause of the catheter separation. The complaint handling database does not show any increasing trend for this type of access port. It is a known risk of the access port implantation. No corrective action is envisaged.

Event description:
Disconnection and migration of the catheter, detected before chemotherapy treatment.